Event description:
Asr revision; asr xl - left hip; reason for revision: component loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: asr revision recommended. Left asr xl. Update: added and amended products, added reason for revision and revision date. Received: january 16th 2013. Reason(s) for revision: component loosening - acetabular cup. Querying which component became loose. Update received: 7th march 2014 - marked as legal, added (B)(6) reference number, amended country: (B)(6), amended implant date: (B)(6) 2008 and added hospitals: (B)(6).